Event description:
As per received medical records: "arthrotomy with exploration of right hip area. Incision and drainage of infected trochanteric bursa. Excision of trochanteric bursa & debridement of synovium around the right total hip replacement."

Manufacturer narrative:
Corrected data: outcomes attributed to ae. An event regarding infection involving an unknown liner was reported. The event was confirmed by medical review. Methods & results: product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant revealed: ¿on (B)(6) 2007 a note states, ¿right trochanteric bursitis, saw her for this (B)(6) 2007; increased since; rule out infection. Treat for gum infection with antibiotics three weeks ago; aspirated hip fluid; looked benign. Injected with depo medrol and marcaine.¿ a note dated (B)(6) 2007 states, ¿ninety percent better; grew mrsa from four days ago; why she got better without antibiotics if mrsa was real and not contaminant ; treat prophylactic bactrim.¿ when seen on (B)(6) 2007 her office note reads, ¿pain over right hip area; mrsa jaw infection two weeks ago, mrsa septicemia (B)(6) 2007 secondary to colonic perforation. Re-aspirated hip five days ago; grew mrsa. I.d. Consult requested. Admit. Probable diagnosis clinical infection right trochanteric bursa communicating with right total hip replacement¿. On (B)(6) 2007 an arthrotomy and exploration of the right hip, I&d infected trochanteric bursa, excision trochanteric bursa, and debridement synovium around right total hip replacement was performed for a diagnosis of ¿infected chronic trochanteric bursa, communicating with hip joint¿. General anesthesia was described in the operative report and an I&d with gentamycin solution, installation of a drain, and uncomplicated surgery was described. She was discharged on (B)(6) 2007 with a PICC line in situ." No examination of any explanted components is available. This entire complex clinical picture relates to the sequelae of a mrsa periprosthetic infection originally diagnosed six months status-post primary total hip and treated conservatively for nine years until implant removal and antibiotic spacer was implanted. Previous and subsequent dislocations were related to persistent sepsis and revision surgery. There is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history.¿ product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the reported event of infection however, a potential root cause could have been the gum infection and mrsa jaw infection the patient contracted. The medical review concluded, ¿this entire complex clinical picture relates to the sequelae of a mrsa periprosthetic infection originally diagnosed six months status-post primary total hip and treated conservatively for nine years until implant removal and antibiotic spacer was implanted.¿ ¿there is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: unknown -5 36mm femoral head; cat# unknown; lot# unknown ; unknown 52 mm trident shell; cat# unknown; lot# unknown; unknown #2 accolade stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As per received medical records: "arthrotomy with exploration of right hip area. Incision and drainage of infected trochanteric bursa. Excision of trochanteric bursa & debridement of synovium around the right total hip replacement."